Event description:
It was reported that insulin was observed leaking from the cartridge after the user removed the cartridge from the ilet in response to a high blood glucose reading; the user reported refilling and reusing the same cartridge multiple times, then changed all supplies and resumed insulin delivery, which is consistent with a device component issue involving the cartridge and an insulin leak. Symptoms included hyperglycemia, with a reported maximum blood glucose of 370 mg/dl and elevated glucose outside target for approximately four hours, without ketone testing, medical intervention, or backup therapy. Outcomes included temporary impairment due to elevated glucose that resolved after supply replacement, with no injury, hospitalization, or long-term health consequences reported. Investigation included complaint handling and user education on proper supply change. Investigation of this case revealed that the event was associated with cartridge handling and reuse practices, and no additional device malfunction was confirmed after supplies were replaced. It was concluded that the hyperglycemia was related to an insulin delivery disruption from a leaking cartridge associated with reuse, and proper supply replacement restored therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.